Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined a conclusive cause for the reported inflation issues/failure to deploy/ activation failure including expansion failures could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the saphenous vein graft to circumflex artery. A 4.8x19mm rx graftmaster covered stent was advanced without issue but unable to deploy at all. Then 4 rx graftmasters (1 - 4x19mm, 1 - 3.5x19mm, and 2 - 4.5x19mm) were deployed at 15 atmospheres and the perforation sealed successfully. All five covered stents were required to seal the large perforation. The covered stents did not cause or contribute to complications or adverse events. There were no device issues with any of the five covered stents and they all worked as intended. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was reported.